Event description:
The instruments were used during a laparoscopic hernia repair. The eas jammed. The er320 clips fell out of the jaws. There was no consequence to the pt.

Manufacturer narrative:
H6: code 400(other): yeilded jaws.h4:d5: information unavailable.